Event description:
Customer reported differential results were outside the acceptable range (low) for the quality control (5c cell control - low level) when run using the manual mode on the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and confirmed the stabilyse pump needed to be adjusted. The fse adjusted the stabilyse pump resolving the failures on the quality control sample. (B)(4).